Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the patient¿s severe calcification in the stj likely contributed to the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, the delivery system balloon burst during deployment. The valve was stable, but moderate paravalvular leak was noted. A 2nd delivery system was used for post-dilation but that balloon also ruptured at peak inflation. Paravalvular leak (pvl) was still present. Post dilation was completed with a non-edwards bav balloon and pvl was reduced to mild. No injury occurred. The patient¿s native annulus measured 24mm by tee and 25.6mm x 23.4mm with an area of 430mm2 per CT. There was severe calcification of the sinotubular junction (stj), the native annulus was moderately calcified, and the aortic root was moderately calcified. Per report, heavy calcification in the stj punctured the balloon during inflation. This report represents the first delivery system.